Event description:
This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('allergic reaction to the essure device / essure-related issues that may be caused by metal allergies') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain ("strong abdominal pain") and pelvic pain ("pelvic pain / chronic pain"). In 2015, the patient experienced asthenia ("persistent generalised asthenia"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), headache ("headaches"), fatigue ("chronic fatigue"), menstruation irregular ("irregular menstrual bleeding / irregular menstruation / irregular menstrual cycles") and sleep disorder ("bad sleep hygiene / sleeps during the afternoons and sometimes cannot fall asleep at night"). On (B)(6) 2019, the patient experienced complication of device removal ("difficulties in removing the left piece of essure"), 4 years 2 months after insertion of essure. The patient was treated with surgery (subtotal hysterectomy was performed, in addition to a scheduled bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the allergy to metals, abdominal pain, pelvic pain, headache, fatigue, menstruation irregular, sleep disorder, asthenia and complication of device removal outcome was unknown. The reporter considered abdominal pain, allergy to metals, asthenia, complication of device removal, fatigue, headache, menstruation irregular, pelvic pain and sleep disorder to be related to essure. The reporter commented: essure was inserted in each of her fallopian tubes, without apparent immediate complications. It was also commented that the patient did not feel depressed, was not anhedonic and did not lose her appetite. The reporter stated that there was no recorded proof on the medical documentation of diagnostic studies performed after (B)(6) 2015, and no tests to confirm the correct insertion of the device. Furthermore, considered her symptoms directly derived from the insertion of the essure device itself, and informed that in the allergology department report, dated (B)(6) 2018, there was a statement that they cannot also discard the possibility of essure-related issues that may be caused by metal allergies. On (B)(6) 2019, during the removal procedure, she had to undergo a subtotal hysterectomy due to difficulties in removing the left piece of essure, in addition to a scheduled bilateral salpingectomy. Lastly, the causal relation between the patient¿s symptoms and the device that she was allergic to becomes evident after examining the diagnosis prior to the removal surgery: ¿intolerance to essure occlusion device¿ (according to surgical protocol of the removal procedure, dated (B)(6) 2019). Thus, the reporter concluded that the case history records of the gynaecology service, dated (B)(6) 2019, prove that the patient¿s symptoms disappeared almost completely after the removal of the device. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: allergic reaction to the essure device. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("a fragment of the coil of the left device is observed in the left tubal interstitial portion in the removed uterus"), allergy to metals ("allergic reaction to the essure device / essure-related issues that may be caused by metal allergies"), bradycardia ("bradycardia") and helicobacter infection ("helicobacter pylori") in a 37 year-old female patient who had essure inserted for contraception. Additional non-serious events are detailed below. Other product or product use issues identified: complication of device removal ("difficulties in removing the left piece of essure" on (B)(6) 2019). The patient had a medical history of urticaria, itching and abdominal distension. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015 she experienced pelvic pain ("pelvic pain / chronic pain") and abdominal pain ("strong abdominal pain"). On (B)(6) 2015 she experienced pruritus ("she had itching in her arms legs"). On (B)(6) 2015 she experienced alopecia ("hair loss"). In 2015 she experienced asthenia ("persistent generalised asthenia"). On (B)(6) 2017 she experienced abdominal pain lower ("pain in the hypogastrium"). On (B)(6) 2017 she experienced dizziness ("dizziness"), malaise ("general malaise"), dyspnoea ("dyspneic sensation") and bradycardia (seriousness criterion medically important). On (B)(6) 2017 she experienced anxiety ("anxiety"). On (B)(6) 2017 she experienced intermenstrual bleeding ("intermenstrual spotting"). On (B)(6) 2018 she experienced hyperhidrosis ("profuse sweating"). On (B)(6) 2018 she experienced amnesia ("memory loss") and was found to have weight increased ("weight gain"). On (B)(6) 2018 she experienced diarrhoea ("diarrhea"). On (B)(6) 2018 she was found to have enchondromatosis ("shoulder enchondroma"). On (B)(6) 2018 she experienced helicobacter infection (seriousness criterion medically important). Essure was removed on (B)(6) 2019. An unknown time later she experienced device breakage (seriousness criteria medically important and intervention required), allergy to metals (seriousness criteria medically important and intervention required), headache ("headaches"), fatigue ("chronic fatigue"), menstruation irregular ("irregular menstrual bleeding / irregular menstruation / irregular menstrual cycles"), somnolence ("bad sleep hygiene / sleeps during the afternoons and sometimes cannot fall asleep at night"), initial insomnia ("bad sleep hygiene / sleeps during the afternoons and sometimes cannot fall asleep at night"), discomfort ("heaviness"), tremor ("little tremor") and rash papular ("erythema on the cheeks with papules"). The patient was treated with surgery (subtotal hysterectomy was performed, in addition to a scheduled bilateral salpingectomy). At the time of the report, the allergy to metals, pelvic pain, abdominal pain, headache, fatigue, menstruation irregular, somnolence, asthenia and initial insomnia were resolving. The outcome of device breakage was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, amnesia, anxiety, asthenia, bradycardia, device breakage, diarrhoea, discomfort, dizziness, dyspnoea, enchondromatosis, fatigue, headache, helicobacter infection, hyperhidrosis, initial insomnia, intermenstrual bleeding, malaise, menstruation irregular, pelvic pain, pruritus, rash papular, somnolence, tremor and weight increased to be related to essure administration. The reporter commented: essure was inserted in each of her fallopian tubes, without apparent immediate complications. It was also commented that the patient did not feel depressed, was not anhedonic and did not lose her appetite. The reporter stated that there was no recorded proof on the medical documentation of diagnostic studies performed after (B)(6) 2015, and no tests to confirm the correct insertion of the device. Furthermore, considered her symptoms directly derived from the insertion of the essure device itself, and informed that in the allergology department report, dated 14-dec-2018, there was a statement that they cannot also discard the possibility of essure-related issues that may be caused by metal allergies. On (B)(6) 2019, during the removal procedure, she had to undergo a subtotal hysterectomy due to difficulties in removing the left piece of essure, in addition to a scheduled bilateral salpingectomy. Lastly, the causal relation between the patient¿s symptoms and the device that she was allergic to becomes evident after examining the diagnosis prior to the removal surgery: ¿intolerance to essure occlusion device¿ (according to surgical protocol of the removal procedure, dated (B)(6) 2019). Thus, the reporter concluded that the case history records of the gynaecology service, dated (B)(6) 2019, prove that the patient¿s symptoms disappeared almost completely after the removal of the device. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] (date unknown): allergic reaction to the essure device [hysterosalpingogram] on (B)(6) 2015: both tubes have achieved occlusion with the essure method. [Magnetic resonance imaging] on (B)(6) 2018: shoulder enchondroma [ultrasound scan] on (B)(6) 2018: intramural anechoic; (date unknown): left mastalgia. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 14-sep-2022: summons received. Lab data, patient medical history, event: a fragment of the coil of the left device added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("a fragment of the coil of the left device is observed in the left tubal interstitial portion in the removed uterus"), allergy to metals ("allergic reaction to the essure device / essure-related issues that may be caused by metal allergies"), bradycardia ("bradycardia") and helicobacter infection ("helicobacter pylori") in a 37 year-old female patient who had essure inserted for contraception. Additional non-serious events are detailed below. Other product or product use issues identified: complication of device removal ("difficulties in removing the left piece of essure" on (B)(6) 2019). The patient had a medical history of urticaria, itching and abdominal distension. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015 she experienced pelvic pain ("pelvic pain / chronic pain") and abdominal pain ("strong abdominal pain"). On (B)(6) 2015 she experienced pruritus ("she had itching in her arms legs"). On (B)(6) 2015 she experienced alopecia ("hair loss"). In 2015 she experienced asthenia ("persistent generalised asthenia"). On (B)(6) 2017 she experienced abdominal pain lower ("pain in the hypogastrium"). On (B)(6) 2017 she experienced dizziness ("dizziness"), malaise ("general malaise"), dyspnoea ("dyspneic sensation") and bradycardia (seriousness criterion medically important). On (B)(6) 2017 she experienced anxiety ("anxiety"). On (B)(6) 2017 she experienced intermenstrual bleeding ("intermenstrual spotting"). On (B)(6) 2018 she experienced hyperhidrosis ("profuse sweating"). On (B)(6) 2018 she experienced amnesia ("memory loss") and was found to have weight increased ("weight gain"). On (B)(6) 2018 she experienced diarrhoea ("diarrhea"). On (B)(6) 2018 she was found to have enchondromatosis ("shoulder enchondroma"). On (B)(6) 2018 she experienced helicobacter infection (seriousness criterion medically important). Essure was removed on (B)(6) 2019. An unknown time later she experienced device breakage (seriousness criteria medically important and intervention required), allergy to metals (seriousness criteria medically important and intervention required), headache ("headaches"), fatigue ("chronic fatigue"), menstruation irregular ("irregular menstrual bleeding / irregular menstruation / irregular menstrual cycles"), somnolence ("bad sleep hygiene / sleeps during the afternoons and sometimes cannot fall asleep at night"), initial insomnia ("bad sleep hygiene / sleeps during the afternoons and sometimes cannot fall asleep at night"), discomfort ("heaviness"), tremor ("little tremor") and rash papular ("erythema on the cheeks with papules"). The patient was treated with surgery (subtotal hysterectomy was performed, in addition to a scheduled bilateral salpingectomy). At the time of the report, the allergy to metals, pelvic pain, abdominal pain, headache, fatigue, menstruation irregular, somnolence, asthenia and initial insomnia were resolving. The outcome of device breakage was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, amnesia, anxiety, asthenia, bradycardia, device breakage, diarrhoea, discomfort, dizziness, dyspnoea, enchondromatosis, fatigue, headache, helicobacter infection, hyperhidrosis, initial insomnia, intermenstrual bleeding, malaise, menstruation irregular, pelvic pain, pruritus, rash papular, somnolence, tremor and weight increased to be related to essure administration. The reporter commented: essure was inserted in each of her fallopian tubes, without apparent immediate complications. It was also commented that the patient did not feel depressed, was not anhedonic and did not lose her appetite. The reporter stated that there was no recorded proof on the medical documentation of diagnostic studies performed after (B)(6) 2015, and no tests to confirm the correct insertion of the device. Furthermore, considered her symptoms directly derived from the insertion of the essure device itself, and informed that in the allergology department report, dated (B)(6) 2018, there was a statement that they cannot also discard the possibility of essure-related issues that may be caused by metal allergies. On (B)(6) 2019, during the removal procedure, she had to undergo a subtotal hysterectomy due to difficulties in removing the left piece of essure, in addition to a scheduled bilateral salpingectomy. Lastly, the causal relation between the patient¿s symptoms and the device that she was allergic to becomes evident after examining the diagnosis prior to the removal surgery: ¿intolerance to essure occlusion device¿ (according to surgical protocol of the removal procedure, dated (B)(6) 2019). Thus, the reporter concluded that the case history records of the gynaecology service, dated (B)(6) 2019, prove that the patient¿s symptoms disappeared almost completely after the removal of the device. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] (date unknown): allergic reaction to the essure device [hysterosalpingogram] on (B)(6) 2015: both tubes have achieved occlusion with the essure method. [Magnetic resonance imaging] on (B)(6) 2018: shoulder enchondroma [ultrasound scan] on (B)(6) 2018: intramural anechoic; (date unknown): left mastalgia. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-sep-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("a fragment of the coil of the left device is observed in the left tubal interstitial portion in the removed uterus"), allergy to metals ("allergic reaction to the essure device / essure-related issues that may be caused by metal allergies"), bradycardia ("bradycardia") and helicobacter infection ("helicobacter pylori") in a 37 year-old female patient who had essure inserted for contraception. Additional non-serious events are detailed below. Other product or product use issues identified: complication of device removal ("difficulties in removing the left piece of essure" on (B)(6) 2019). The patient had a medical history of urticaria, itching and abdominal distension. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015 she experienced pelvic pain ("pelvic pain / chronic pain") and abdominal pain ("strong abdominal pain"). On (B)(6) 2015 she experienced pruritus ("she had itching in her arms legs"). On (B)(6) 2015 she experienced alopecia ("hair loss"). In 2015 she experienced asthenia ("persistent generalised asthenia"). On (B)(6) 2017 she experienced abdominal pain lower ("pain in the hypogastrium"). On (B)(6) 2017 she experienced dizziness ("dizziness"), malaise ("general malaise"), dyspnoea ("dyspneic sensation") and bradycardia (seriousness criterion medically important). On (B)(6) 2017 she experienced anxiety ("anxiety"). On (B)(6) 2017 she experienced intermenstrual bleeding ("intermenstrual spotting"). On (B)(6) 2018 she experienced hyperhidrosis ("profuse sweating"). On (B)(6) 2018 she experienced amnesia ("memory loss") and was found to have weight increased ("weight gain"). On (B)(6) 2018 she experienced diarrhoea ("diarrhea"). On (B)(6) 2018 she was found to have enchondromatosis ("shoulder enchondroma"). On (B)(6) 2018 she experienced helicobacter infection (seriousness criterion medically important). Essure was removed on (B)(6) 2019. An unknown time later she experienced device breakage (seriousness criteria medically important and intervention required), allergy to metals (seriousness criteria medically important and intervention required), headache ("headaches"), fatigue ("chronic fatigue"), menstruation irregular ("irregular menstrual bleeding / irregular menstruation / irregular menstrual cycles"), somnolence ("bad sleep hygiene / sleeps during the afternoons and sometimes cannot fall asleep at night"), initial insomnia ("bad sleep hygiene / sleeps during the afternoons and sometimes cannot fall asleep at night"), discomfort ("heaviness"), tremor ("little tremor") and rash papular ("erythema on the cheeks with papules"). The patient was treated with surgery (subtotal hysterectomy was performed, in addition to a scheduled bilateral salpingectomy). At the time of the report, the allergy to metals, pelvic pain, abdominal pain, headache, fatigue, menstruation irregular, somnolence, asthenia and initial insomnia were resolving. The outcome of device breakage was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, amnesia, anxiety, asthenia, bradycardia, device breakage, diarrhoea, discomfort, dizziness, dyspnoea, enchondromatosis, fatigue, headache, helicobacter infection, hyperhidrosis, initial insomnia, intermenstrual bleeding, malaise, menstruation irregular, pelvic pain, pruritus, rash papular, somnolence, tremor and weight increased to be related to essure administration. The reporter commented: essure was inserted in each of her fallopian tubes, without apparent immediate complications. It was also commented that the patient did not feel depressed, was not anhedonic and did not lose her appetite. The reporter stated that there was no recorded proof on the medical documentation of diagnostic studies performed after (B)(6) 2015, and no tests to confirm the correct insertion of the device. Furthermore, considered her symptoms directly derived from the insertion of the essure device itself, and informed that in the allergology department report, dated (B)(6) 2018, there was a statement that they cannot also discard the possibility of essure-related issues that may be caused by metal allergies. On (B)(6) 2019, during the removal procedure, she had to undergo a subtotal hysterectomy due to difficulties in removing the left piece of essure, in addition to a scheduled bilateral salpingectomy. Lastly, the causal relation between the patient¿s symptoms and the device that she was allergic to becomes evident after examining the diagnosis prior to the removal surgery: ¿intolerance to essure occlusion device¿ (according to surgical protocol of the removal procedure, dated (B)(6) 2019). Thus, the reporter concluded that the case history records of the gynaecology service, dated (B)(6) 2019, prove that the patient¿s symptoms disappeared almost completely after the removal of the device. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] (date unknown): allergic reaction to the essure device [hysterosalpingogram] on (B)(6) 2015: both tubes have achieved occlusion with the essure method. [Magnetic resonance imaging] on (B)(6) 2018: shoulder enchondroma [ultrasound scan] on (B)(6) 2018: intramural anechoic; (date unknown): left mastalgia quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-sep-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergic reaction to the essure device / essure-related issues that may be caused by metal allergies') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain / chronic pain") and abdominal pain ("strong abdominal pain"). On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced asthenia ("persistent generalised asthenia"). On (B)(6) 2019, the patient experienced complication of device removal ("difficulties in removing the left piece of essure"), 4 years 2 months after insertion of essure. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), headache ("headaches"), fatigue ("chronic fatigue"), menstruation irregular ("irregular menstrual bleeding / irregular menstruation / irregular menstrual cycles"), somnolence ("bad sleep hygiene / sleeps during the afternoons and sometimes cannot fall asleep at night") and initial insomnia ("bad sleep hygiene / sleeps during the afternoons and sometimes cannot fall asleep at night"). The patient was treated with surgery (subtotal hysterectomy was performed, in addition to a scheduled bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the allergy to metals, pelvic pain, abdominal pain, headache, fatigue, menstruation irregular, somnolence, asthenia and initial insomnia was resolving and the complication of device removal outcome was unknown. The reporter considered abdominal pain, allergy to metals, asthenia, complication of device removal, fatigue, headache, initial insomnia, menstruation irregular, pelvic pain and somnolence to be related to essure. The reporter commented: essure was inserted in each of her fallopian tubes, without apparent immediate complications. It was also commented that the patient did not feel depressed, was not anhedonic and did not lose her appetite. The reporter stated that there was no recorded proof on the medical documentation of diagnostic studies performed after (B)(6) 2015, and no tests to confirm the correct insertion of the device. Furthermore, considered her symptoms directly derived from the insertion of the essure device itself, and informed that in the allergology department report, dated (B)(6) 2018, there was a statement that they cannot also discard the possibility of essure-related issues that may be caused by metal allergies. On (B)(6) 2019, during the removal procedure, she had to undergo a subtotal hysterectomy due to difficulties in removing the left piece of essure, in addition to a scheduled bilateral salpingectomy. Lastly, the causal relation between the patient¿s symptoms and the device that she was allergic to becomes evident after examining the diagnosis prior to the removal surgery: ¿intolerance to essure occlusion device¿ (according to surgical protocol of the removal procedure, dated (B)(6) 2019). Thus, the reporter concluded that the case history records of the gynaecology service, dated (B)(6) 2019, prove that the patient¿s symptoms disappeared almost completely after the removal of the device. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: allergic reaction to the essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-mar-2021: new number from ha from spain was added to reference section (secure verification number). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergic reaction to the essure device / essure-related issues that may be caused by metal allergies'), bradycardia ('bradycardia') and helicobacter infection ('helicobacter pylori') in a 37-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: complication of device removal "difficulties in removing the left piece of essure" on (B)(6) 2019. In (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain / chronic pain") and abdominal pain ("strong abdominal pain"). On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced asthenia ("persistent generalised asthenia"). On (B)(6) 2015, the patient experienced pruritus ("she had itching in her arms legs"), 7 months 3 days after insertion of essure. On (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2017, the patient experienced abdominal pain lower ("pain in the hypogastrium"). On (B)(6) 2017, the patient experienced dizziness ("dizziness"), malaise ("general malaise"), dyspnoea ("dyspneic sensation") and bradycardia (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced anxiety ("anxiety"). On (B)(6) 2017, the patient experienced intermenstrual bleeding ("intermenstrual spotting"). On (B)(6) 2018, the patient experienced hyperhidrosis ("profuse sweating"). On (B)(6) 2018, the patient was found to have weight increased ("weight gain") and experienced amnesia ("memory loss"). On (B)(6) 2018, the patient experienced diarrhoea ("diarrhea"). On (B)(6) 2018, the patient was found to have enchondromatosis ("shoulder enchondroma"). On (B)(6) 2018, the patient experienced helicobacter infection (seriousness criterion medically significant). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), headache ("headaches"), fatigue ("chronic fatigue"), menstruation irregular ("irregular menstrual bleeding / irregular menstruation / irregular menstrual cycles"), somnolence ("bad sleep hygiene / sleeps during the afternoons and sometimes cannot fall asleep at night"), initial insomnia ("bad sleep hygiene / sleeps during the afternoons and sometimes cannot fall asleep at night"), discomfort ("heaviness"), tremor ("little tremor") and erythema ("erythema on the cheeks with papules"). The patient was treated with surgery (subtotal hysterectomy was performed, in addition to a scheduled bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the allergy to metals, pelvic pain, abdominal pain, headache, fatigue, menstruation irregular, somnolence, asthenia and initial insomnia was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, amnesia, anxiety, asthenia, bradycardia, diarrhoea, discomfort, dizziness, dyspnoea, enchondromatosis, erythema, fatigue, headache, helicobacter infection, hyperhidrosis, initial insomnia, intermenstrual bleeding, malaise, menstruation irregular, pelvic pain, pruritus, somnolence, tremor and weight increased to be related to essure. The reporter commented: essure was inserted in each of her fallopian tubes, without apparent immediate complications. It was also commented that the patient did not feel depressed, was not anhedonic and did not lose her appetite. The reporter stated that there was no recorded proof on the medical documentation of diagnostic studies performed after (B)(6) 2015, and no tests to confirm the correct insertion of the device. Furthermore, considered her symptoms directly derived from the insertion of the essure device itself, and informed that in the allergology department report, dated (B)(6) 2018, there was a statement that they cannot also discard the possibility of essure-related issues that may be caused by metal allergies. On (B)(6) 2019, during the removal procedure, she had to undergo a subtotal hysterectomy due to difficulties in removing the left piece of essure, in addition to a scheduled bilateral salpingectomy. Lastly, the causal relation between the patient¿s symptoms and the device that she was allergic to becomes evident after examining the diagnosis prior to the removal surgery: ¿intolerance to essure occlusion device¿ (according to surgical protocol of the removal procedure, dated (B)(6) 2019). Thus, the reporter concluded that the case history records of the gynaecology service, dated (B)(6) 2019, prove that the patient¿s symptoms disappeared almost completely after the removal of the device. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: allergic reaction to the essure device. Magnetic resonance imaging - on (B)(6) 2018: shoulder enchondroma. Ultrasound scan - on an unknown date: left mastalgia; on (B)(6) 2018: intramural anechoic. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2022: patient initial, age, event "itching all over legs and arms, hair loss, abdominal pain lower, dizziness, general malaise, dyspnoea, bradycardia, anxiety, heaviness, tremor, erythema on cheek, profuse sweating, intermenstrual spotting, weight gain, memory loss, diarrhoea, enchondroma, bacterial infection due to helicobacter pylori (h. Pylori) and lab data were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('allergic reaction to the essure device / essure-related issues that may be caused by metal allergies') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain / chronic pain") and abdominal pain ("strong abdominal pain"). On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced asthenia ("persistent generalised asthenia"). On (B)(6) 2019, the patient experienced complication of device removal ("difficulties in removing the left piece of essure"), 4 years 2 months after insertion of essure. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), headache ("headaches"), fatigue ("chronic fatigue"), menstruation irregular ("irregular menstrual bleeding / irregular menstruation / irregular menstrual cycles"), somnolence ("bad sleep hygiene / sleeps during the afternoons and sometimes cannot fall asleep at night") and initial insomnia ("bad sleep hygiene / sleeps during the afternoons and sometimes cannot fall asleep at night"). The patient was treated with surgery (subtotal hysterectomy was performed, in addition to a scheduled bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the allergy to metals, pelvic pain, abdominal pain, headache, fatigue, menstruation irregular, somnolence, asthenia and initial insomnia was resolving and the complication of device removal outcome was unknown. The reporter considered abdominal pain, allergy to metals, asthenia, complication of device removal, fatigue, headache, initial insomnia, menstruation irregular, pelvic pain and somnolence to be related to essure. The reporter commented: essure was inserted in each of her fallopian tubes, without apparent immediate complications. It was also commented that the patient did not feel depressed, was not anhedonic and did not lose her appetite. The reporter stated that there was no recorded proof on the medical documentation of diagnostic studies performed after (B)(6) 2015, and no tests to confirm the correct insertion of the device. Furthermore, considered her symptoms directly derived from the insertion of the essure device itself, and informed that in the allergology department report, dated (B)(6) 2018, there was a statement that they cannot also discard the possibility of essure-related issues that may be caused by metal allergies. On (B)(6) 2019, during the removal procedure, she had to undergo a subtotal hysterectomy due to difficulties in removing the left piece of essure, in addition to a scheduled bilateral salpingectomy. Lastly, the causal relation between the patient¿s symptoms and the device that she was allergic to becomes evident after examining the diagnosis prior to the removal surgery: ¿intolerance to essure occlusion device¿ (according to surgical protocol of the removal procedure, dated (B)(6) 2019). Thus, the reporter concluded that the case history records of the gynaecology service, dated (B)(6) 2019, prove that the patient¿s symptoms disappeared almost completely after the removal of the device. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: allergic reaction to the essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('allergic reaction to the essure device / essure-related issues that may be caused by metal allergies') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain / chronic pain") and abdominal pain ("strong abdominal pain"). On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced asthenia ("persistent generalised asthenia"). On (B)(6) 2019, the patient experienced complication of device removal ("difficulties in removing the left piece of essure"), 4 years 2 months after insertion of essure. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), headache ("headaches"), fatigue ("chronic fatigue"), menstruation irregular ("irregular menstrual bleeding / irregular menstruation / irregular menstrual cycles"), somnolence ("bad sleep hygiene / sleeps during the afternoons and sometimes cannot fall asleep at night") and initial insomnia ("bad sleep hygiene / sleeps during the afternoons and sometimes cannot fall asleep at night"). The patient was treated with surgery (subtotal hysterectomy was performed, in addition to a scheduled bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the allergy to metals, pelvic pain, abdominal pain, headache, fatigue, menstruation irregular, somnolence, asthenia and initial insomnia was resolving and the complication of device removal outcome was unknown. The reporter considered abdominal pain, allergy to metals, asthenia, complication of device removal, fatigue, headache, initial insomnia, menstruation irregular, pelvic pain and somnolence to be related to essure. The reporter commented: essure was inserted in each of her fallopian tubes, without apparent immediate complications. It was also commented that the patient did not feel depressed, was not anhedonic and did not lose her appetite. The reporter stated that there was no recorded proof on the medical documentation of diagnostic studies performed after (B)(6) 2015, and no tests to confirm the correct insertion of the device. Furthermore, considered her symptoms directly derived from the insertion of the essure device itself, and informed that in the allergology department report, dated (B)(6) 2018, there was a statement that they cannot also discard the possibility of essure-related issues that may be caused by metal allergies. On (B)(6) 2019, during the removal procedure, she had to undergo a subtotal hysterectomy due to difficulties in removing the left piece of essure, in addition to a scheduled bilateral salpingectomy. Lastly, the causal relation between the patient¿s symptoms and the device that she was allergic to becomes evident after examining the diagnosis prior to the removal surgery: ¿intolerance to essure occlusion device¿ (according to surgical protocol of the removal procedure, dated (B)(6) 2019). Thus, the reporter concluded that the case history records of the gynaecology service, dated (B)(6) 2019, prove that the patient¿s symptoms disappeared almost completely after the removal of the device. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: allergic reaction to the essure device. Amendment: the report was amended for the following reason: after internal review, event "bad sleep hygiene / sleeps during the afternoons and sometimes cannot fall asleep at night" was split and coded to bad sleep hygiene / sleeps during the afternoons and sometimes cannot fall asleep at night. Outcome of events updated to recovering / resolving. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.